Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they were hospitalized due to diabetes ketoacidosis on (B)(6) 2019 with the blood. Customer¿s blood glucose was unknown. The customer experienced the symptoms related to the high blood glucose such as nausea, vomiting, and abdominal pain, difficulty in breathing and positive results in ketones test. The customer was treated with the insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. The troubleshooting was performed for the high blood glucose. The product will not be returned for analysis.